Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 400 mg/dl. The customer was treated for the high blood glucose with a10 units of insulin. The customer was not hospitalized. The customer stated that they were receiving a new pump and needed no further assistance.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.